Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon had no video in the left eye. The customer power cycled the system with no change. There was no text or icons in the left eye. The surgeon moved over to the other surgeon console to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the left eye was blacked out and verified that it was the monitor issue. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed, and failure analysis replicated the customer reported issue. The monitor was tested and failed to show video on the display. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the system functionality was not checked upon powering up. The system powered on, but the ¿eye¿ was not checked prior to the surgeon sitting down to start case on console. The surgeon moved to other dual console in the room to complete the procedure.